Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter gave a high reading of ¿469mg/dl¿ and then turned off immediately and then entered the set up mode when powered back on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient claimed the alleged issue began on an unknown date in (B)(6) 2013 sometime in the morning after waking up. The patient reportedly manages her diabetes with lantus insulin (dose unknown) and self adjusting novolog insulin based on her carbohydrates. The patient denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that a couple of hours after the alleged issue occurred; she began to develop symptoms of ¿shaking and disorientation¿ which she associated with high blood glucose. She reported that she tested again with a different meter (unknown brand) at the onset of her symptoms and received a reading of ¿400mg/dl¿ and treated self with 10 units of novolog insulin between around 12:30-1:00pm of that day. The patient did not have her meter/testing supplies available for troubleshooting. The issue remained unresolved and replacement products were sent to the patient. Subject products are pending return for investigation. There is no indication that the reported issue caused or contributed to an adverse event. The patient associated her symptoms with high blood glucose which was consistent with the reading obtained on the subject meter and another meter. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.